Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty chiller. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when performing the 2000 hour maintenance, the equipment did not pass the calibration, it was verified that the equipment did not lower below 10 degrees. Per additional information received via follow-up on 29mar2023, still waiting for an available device to send to the hospital and replace the 2436. This was not an incident reported previously by a customer. Technicians noticed the failure while doing a routinely maintenance and reflected it in the worksheet. Per sample evaluation results on (B)(6) 2023, it was reported that the slow to fill the tanks with water.